Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported bilateral deflations and bilateral pain. Patient further reported headaches and their blood pressure went up really high in the 200's which has been deemed not related to the device. Healthcare professional reported a left side deflation. Device remains implanted. This report is for the left side.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, curved opening, white particles in shell, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified; a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap), a curved striated opening on anterior side assessed as surgical damage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved striated openings assessed as surgical damage. A sharp opening due to unidentified(tear) opening.